Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence. No manufacturing non-conformities were identified. Available information suggests that patient conditions and device interaction may have contributed to the reported event. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
Edwards received notification of an evoque valve in tricuspid position where it was reported upon half-atrial expansion, patient went into heart block/bradycardia (30s bpm). Sufficient blood pressure (bp) was maintained and site deployed temporary pacer across released evoque valve. A permanent pacemaker to be implanted post procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.